Event description:
The customer's wife reported that the device was activated on (B)(6) at 8:03 pm. At 8:51 pm her husband's blood glucose was 202 mg/dl; he went to bed (no insulin bolus at that time). The next morning at 8:33 am his bg measured 353 mg/dl, so a 4.20 unit bolus dose of insulin was given. By 10:11 am, with a bg result of 364 mg/dl the wife checked the device and the adhesive was damp and she could see the cannula sticking out of the end, although she was sure the cannula had been in the infusion site properly when first applied. She removed and replaced the product.

Manufacturer narrative:
The returned device was evaluated and performed as designed, no malfunction or other product condition that would have contributed to the reported hyperglycemia was observed during testing. The caller reported that the adhesive was damp and she observed that the cannula had dislodged from the infusion site. This condition will interrupt insulin delivery and contribute to high blood glucose; it cannot be confirmed by lab eval. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose of dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "to ensure proper omnipod system operation and your continued good health check your blood glucose frequently and inspect the infusion site daily."